Event description:
On 4/8/97, 4/11/97, and 4/14/97, technicians from hospital experienced problems while using 22ga. Punctur-guard blood collection needles. The devices were not functioning as intended. The blunting member (safety mechanism) was separated from the rest of the device and remaining stuck in the top of the vacuum tube. No pt or user injuries were reported. On 4/16/97 a technician at hospital experienced a problem with a 22ga punctur-guard blood collection needle. The back-end needle bent as the technician tried to push a small vacuum tube into the holder. No pt or user injury was reported.